Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an air leak through an adhesion gap in the laminating film. Visual evaluation of the returned sample noted one opened medium arctic gel right chest pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for the pad noted no kinks present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pad. The flow rate was not obtainable due to an air leak. No water flow was seen into or out of the pad. Also, the system diagnostics were reviewed and circulation pump command was 100%, inlet pressure was -0.8 psi. Audible air leak heard from the pad surface. Peeled edge of the hydrogel back slightly to reveal that the source of air intake was the laminating film being lifted on the edge of the pad, allowing air to flow into the channels. The air leak could be sealed by applying light pressure to this location. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. UDI format updated with available product information per gudid. Initial reporter facility full name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that air leakage and low flow rate was found during the therapy in the arctic sun device, caused alarms and affect the treatment process. After inspection, it was found that the joint between arctic gel pad and arctic sun device had many bubbles passing throughs. After replacing it with a new arctic gel pad, the flow rate returned to normal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. Initial reporter facility full name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that air leakage and low flow rate during the ttm, cause alarms and affect the treatment process. After inspection, it was found that the joint between gelpad and machine had many bubbles passing throughs. After replacing it with a new gelpad, the flow rate returned to normal.